Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. If additional information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, the surgeon experienced an issue with an intuitive product. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during surgery, the force bipolar arm for the da vinci robot was stuck in closed position while the surgery was being performed. A new arm was used to finish the procedure. Follow-up was performed with the customer to request additional information. The customer noted that there were no further details and that everything was provided in the user facility report.